Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that they received their insr (implantable neurostimulator recharger) antenna and it was working initially. Now, they don't think it's working because they're not seeing the coupling boxes on the insr. The patient stated the coupling boxes screen appeared "really quickly" on the insr but stated it disappeared during the call. The patient also reported that they usually don't use the patient programmer and stated that when they were trying to turn it on, the screen was completely blank and would not power on. They were not able to replace the batteries as they didn't have any brand new ones. They would call back after trying new batteries if it was not resolved. During this call, they said they were "in so much pain" and that "this was the worst it has ever been." They reported that their stimulation was off. On (B)(6) 2019, the patient called back stating that the information power on reset message. The message came up when they were trying to connect with their ins. This started after they replaced the batteries. Troubleshooting was conducted and it resolved the issue. They stated that therapy came back on and resumed at the last programmer parameters. They said therapy was adequate, stimulation felt comfortable, and they felt stimulation "a little." They also reported that they were getting poor communication when trying to communicate their ins using the patient programmer antenna. Troubleshooting was attempted but it did not resolve the issue. When they placed the patient programmer directly over the ins and synced it with the ins and the poor communication was resolved. They referred to the previously reported events that were noted above. The patient reported that they haven't been feeling well. No further complications reported/anticipated.